Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that there was a defect in the packaging seal resulting in incomplete sterilization of the contents. This was identified during an initial inspection of the received product. The device was not sent to a user facility.